Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Post op, other complications, non-union left scapula - spine unable to do measures on left, unk.